Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were five similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Further investigation could not be completed due to lack of information. Cartridge serial number was not provided.

Event description:
Customer reported receiving a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn unknown, lot 21808j, reader sn unknown). A repeat cue test performed on the same day provided a negative result. On (B)(6) 2022, customer received a negative result with a covid-19 nucleic acid amplification pcr test. The customer did not have any symptoms or known exposure.

Manufacturer narrative:
Update to h10: a technical support representative reviewed customer data and performed data analysis. Technical operations team performed retain testing and false positive results were reproduced, however, investigation did not reveal evidence to determine the root cause. Root cause was undetermined.

Event description:
Customer reported receiving a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 21808j, reader sn (B)(6)).